Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Mesenteric ischemia was known complication.

Event description:
Male, pt, presented with 5.9 cm aaa. Access and deployment of a 28-16-120bl bifurcated device and a 28-28-75l proximal extension were uneventful; good flow into renals and hypogastrics. Slight type ii endoleak was noted at the end of the procedure. Approx one week post-implant, due to mesenteric ischemia, sepsis, and necrotic sigmoid colon, the pt was brought back to the operating room for a sigmoid resection and a colostomy. The pt tolerated the procedure well, and was sent to the ICU in stable but critical condition.